Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer's blood glucose was 511 mg/dl at the time of incident. The customer stated that she treated her high blood glucose with manual injections. The customer also stated that there was a bent cannula. The customer stated that the drive support cap appeared normal. The customer will call back to perform high pressure test. The customer declined further troubleshooting for the high blood glucose. The insulin pump will not be returned for analysis.